Manufacturer narrative:
Additional information confirming no patient harm. The complaint of a damaged catheter was confirmed from an analysis of the 5 photos and 22g insyte autoguard device from lot #3045823 that were provided for investigation. The photos highlight a v-shaped breach in the catheter tubing near the tip. The damage was confirmed with the physical sample. The v-shaped breach was consistent with the tubing being punctured with the needle tip, which may have been a contributing factor in the reported advancement difficulties. It could not be determined whether the catheter was damaged during use or manufacturing. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Additional information confirming no patient harm. F/u response, (B)(6). It was used it on a patient. However, no harm was done to the patient by doing so.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc global bl catheter tip is defective. The following information was provided by the initial reporter, translated from japanese to english: there is something that looks like a lump attached to the tip of the catheter. When making the puncture, the outer tube was difficult to advance, so when I looked at the tip of the catheter, there was something that looked like a lump attached to it.